Event description:
Rv lead noise that led to 31 inappropriate shocks. The patient is non-compliant and hasnt been seen in office since (B)(6) 2024, nor was he utilizing remote monitoring. Worsening rv lead noise that was causing the device to declare vf episodes inappropriately. The lead was replaced and capped.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.